Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited high impedance, loss of capture, and oversensing in bipolar configuration, due to lead fracture; polarity switch changed pace/sense vector to unipolar. The patient is dependent, and the device was reprogrammed until lead revision procedure. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.